Event description:
It was reported by the stryker field service rep that the customer alleged that the fowler would not lower and the gas cylinder was leaking onto the floor. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Fowler.